Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 168 mg/dl. There were no significant events leading to the alarm. The patient stated that the insulin pump was not exposed to a strong magnetic field or an MRI. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump recognized a reservoir with no reservoir installed during the displacement test and alarmed no delivery due to dried insulin on motor slide and inside reservoir tube. Unable to perform displacement test or verify motor error alarms due to excessive no delivery alarms. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.